Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the programmed parameters and patient conditions with the caller and how these issues affect device longevity. The consultant discussed programming options and consideration of a download of the device memory be performed and evaluated. The caller will talk to the patients physician and continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up for this patient, the device displayed 4.5 years longevity remaining. However, the device displayed 9 years longevity remaining one year ago. The caller was inquiring about the reasons for the depletion of the battery. No adverse patient effects were reported.